Manufacturer narrative:
The reported malfunction was duplicated and attributed to a bad crimp on a pin of a signal wire.

Event description:
Complainant alleged that the paddles did not detect an ECG signal. Complainant did not indicate that there was any pt involvement in the reported malfunction.